Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint `tip was burnt`. The instrument was found to have thermal damage on the monopolar distal clevis as well as on the distal yaw pulley. There was no damage found to the conductor wire or the conductor wire weld. The instrument passed an electrical continuity test. An additional finding, unrelated to the reported event, was that the instrument was found to have the plastic proximal clevis broken. The broken piece, measuring approximately .119¿ x .149 is missing as a result of breakage. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review was performed and there were no error messages generated from the instrument usage. The instrument was last used on 01/08/2020 on system sh 1952 and had 3 lives remaining. No images or videos of the event were provided for review. This complaint is being reported based on the following conclusion: there was evidence of thermal damage proximal to the ceramic sleeve with no indication or claim of user mishandling or misuse. Thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Implant date is blank because the product is not implantable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery hook (pch) was found to have a burnt tip and the insulation was damaged. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following information: the surgery was completed successfully robotically with a backup permanent cautery hook (pch). The delay in surgery was about 5 minutes. There was no patient injury reported. In addition, there was no allegation of instrument arcing or sparking and no patient injury when the instrument was last used on (B)(6) 2020.